Manufacturer narrative:
(B)(4). The product was disposed of by the hospital; therefore, it is not available for manufacturer's laboratory investigation. Maquet cardiopulmonary is aware of a similar complaint which was investigated with the following results: the product was tested in the laboratory of maquet cardiopulmonary for its de-airing behavior (no air entry through de-airing membrane) during priming according tolv 974 and IFU quadrox-I adult g-117 version 06. During the whole testing process no air bubble creation and no air accumulation was detected. Conclusion: the failure "air comes through hydrophobic filter" was not confirmed. Based on the above mentioned investigation results of the similar complaint a confirmation of the failure is not possible. A review of the device history records of the oxygenator was not possible as the product was disposed of and the UDI is unknown. Additional information: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-I which is registered under 510(k): k082117.

Event description:
It was reported the hydrophobic filter is defective: this filter allows an entry of air going to the oxygenator during the priming procedure with 2.4l/min. The air entry is observed when the rate is changed from 2.4 to 0.7l/min during a period going from 1 to 2 seconds ( but not by using 7l/min with on/off). (B)(4).